Event description:
It was reported that the insulin pump was not delivering the insulin. It was stated that the customer changed the complete infusion set/reservoir three to four times the day before and the glucose level was increasing. Troubleshooting was performed, and the drive support cap was protruded. Reviewed the alarm history and found multiple motor error alarms. The customer stated that the alarm occurred during the rewind process. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to a corroded motor home switch. Unable to perform the displacement, rewind or occlusion tests due to the motor error alarm. A scratched display window was also noted.